Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to bilateral flanks using coolsmoothpro and cooladvantage applicators and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00170-00 and 3007215625-2022-00170-01.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to bilateral flanks using coolsmoothpro and cooladvantage developed paradoxical adipose hyperplasia. Recurrence of right flank reported (B)(6) 2024.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to bilateral flanks on (B)(6) 2021 and (B)(6) 2021 using coolsmooth applicator and may have developed paradoxical adipose hyperplasia. Recurrence of right flank reported (B)(6) 2024. After lipo surgery/corrective surgery, recurrence of paradoxical adipose hyperplasia was indicated on the left and right flank and reported on (B)(6) 2024.

Manufacturer narrative:
Additional information: a3a, a6, b5, b7, e1, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. A6 (race) malaysian.